Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported micro blackouts of the screen (completely black) lasting less than one second, sometimes isolated and sometimes three repetitive blackouts during an unspecified procedure involving an olympus xenon light source. There was no patient injury reported.